Event description:
Customer reported by phone that device "disintegrated in her mouth." She believes that she may have swallowed many pieces. She had slept with it for about 4 nights. It was the softer upper layer that she has clarified swallowed chunks of in her sleep. She stated that she needed to know the materials of it per her doctors request for them. She has claimed that the guard was solid, was a good fit, and holding together properly when she attempted to test fit the device. There was no indication from appearance before use that this would happen in the night.

Manufacturer narrative:
The device was not returned to the manufacturer for eval.